Manufacturer narrative:
The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #(B)(4).

Event description:
User called into emergency support program (esp) line to request support with a catheter restriction alarm that has occurred occasionally over the last day and a half. During use of intra aortic balloon on patient. There were no visible external kinks and no blood and discoloration in the tubings. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.